Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering observed blood and eschar build-up on the sealing surfaces and in the blade channel of the device. During functional testing, engineering concluded that the device functioned as intended. As such, engineering was unable to replicate the event. Although the root cause of the event could not be determined, applied medical is currently implementing corrective actions within a corrective and preventative action (CAPA) report to mitigate this type of event.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Lap carcinoid small intestine- after a laparoscopic view and biopt of the small intestine ( no use voyant intra- abdominal), the small intestines were exteriorized after placing the alexis ring. After stapling the small intestine, the mesenterium was dissected with the voyant extra-abdominal. After 15 activations of sealing and dividing, blood came out with high pressure of the seal edges from 2 locations. Surgeon had to oversew it with a suture. After the 2nd stapling was completed, the mesenterium was sealed and divided again. The jaws of the voyant were placed at a 90 degrees angle in regards to the vessels that were embedded in the mesenterium. No traction on the tissue was delivered. After 13 activations, after sealing the last part, the whole right lateral sealing row started bleeding with high pressure. Blood was coming from the seal edges. The surgeon had to oversew the complete sealing line. The first time there was a bleeder the surgeon was forgiving, but the 2nd time he start doubting the seal capacities of the voyant. The patient was an older patient, women, there were no comorbidities and there was no use of special medicine/ anticoagulation. Type of intervention: n/a. No patient injury or illness occurred in association with the complaint event.